Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for abnormal x-ray - polywear. Event is not serious and is considered mild. Event is definitely related to both device and procedure. Date of implantation: (B)(6) 2012 (cup, liner, screws -- stem & head unknown). Date of event: (B)(6) 2018. (Left hip).

Manufacturer narrative:
Product complaint #: (B)(4). The previous device code (naturally worn) is being retracted as it was further identified that there was no poly wear based on xray review done.